Event description:
It was reported that during priming with an ak 98 machine, a water leak was observed in the blue bypass valve pipeline connector. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information added to h3, h6 and h10. H10: the device was evaluated on site by the baxter technician. The bypass joint was observed to be loose and was replaced. The bypass blue connector was also replaced and during the repair. A self test and disinfection was successfully carried out after the repair. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Should additional relevant information become available, a supplemental report will be submitted.